Event description:
A caller reported experiencing a cgm error identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed information on performing a pump reset and guided the caller through the process. After completing the pump reset, the cgm error code did not reappear, and the caller was able to successfully start a new sensor session.